Event description:
False negative result(s). The patient they noticed this issue with has acute liver failure. However, the urocheck 120c showed the bil result as negative. They took a picture of the result next to the strip bottle, and it seems to indicate a positive result (although this would be past the visual read time on that specific reagent pad). This instance occurred with the lot u5020122 of dtg-10sg. The urocheck 120c is passing its daily qcs on that same lot of strips. The strips are not discolored and have been opened within the last couple of weeks.

Event description:
False negative result(s). The patient they noticed this issue with has acute liver failure. However, the urocheck 120c showed the bil result as negative. They took a picture of the result next to the strip bottle, and it seems to indicate a positive result (although this would be past the visual read time on that specific reagent pad). This instance occurred with the lot u5020122 of dtg-10sg. The urocheck 120c is passing its daily qcs on that same lot of strips. The strips are not discolored and have been opened within the last couple of weeks.

Manufacturer narrative:
In this follow-up report, the following information is different than the initial report. B4: date of this report. G6: type of report. H2: if follow-up, what type? H6: adverse event problem. The final investigation yielded the following conclusion: batch records for final product manufacture and qc record for u5020122 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The complaint is not verified.